Event description:
A distributor reported that the balloon burst.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. An actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on trending analysis, only 1 complaint was registered for the year 2012 bearing the same product ref number and met specification when tested. However, in most cases of such complaint on balloon burst during use could probably due to either of the following factors: weakness of the balloon wall caused by inadvertent punctures/ abrasion induced prior to or during catheterization that gave way when pressure was exerted i.e. Inflated with fluid and indwelled in the bladder for sometime. Deterioration of the latex properties due to contact by some oil based lubricant/ solvent/ material. Misuse. Used as a suprapubic catheter or gastromy tube. No additional patient/ event details have been provided to date. Note: the actual date of event is unknown, so the date used was the date convatec became aware.